Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 183 mg/dl. Customer stated that the alarm occurred during a bolus. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There were no unexpected motor error alarms noted. The insulin pump passed the displacement test, rewind test, and basic occlusion test. Motor was tested outside of the device and passed. They were unable to prime during prime/compromised force sensor system test due to moisture damage on force sensor resistor. The pump also had a cracked lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.